Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580-600 mg/dl. The customer treated with pens and needles. Customer reported that the high blood glucose levels began on april 14, 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for presence of air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The device passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.